Event description:
The customer reported to olympus, during demonstration, the visera 4k uhd camera control unit exhibited communication e117. It was also noted that the device was restarted but the issue persisted. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, after starting the device showed error e117, which was caused by a defective solid-state drive (ssd) and no visible damage was noted on the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that e117 error occurred due to a defective solid state drive (ssd). The root cause could not be identified. Olympus will continue to monitor field performance for this device.